Manufacturer narrative:
(B)(4). Batch #n92a9h. The analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip could not be removed. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it malformed 3 clips due to the jammed clip, finally the jammed clip could be removed, after that, the device fed and formed 5 conforming clips. During analysis, it was noted that the anti-backup failure was non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl and the ratchet pawl spring were missing from the assembly, causing the experienced non-functional anti-backup and lockout features. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a ladg, jamming occurred and the clip was not fed into the jaws properly. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2016. Batch # n92a9e.